Manufacturer narrative:
A boston scientific technical services consultant discussed additional system evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shock impedance measurement greater than 200 ohms via remote monitoring system. The patient was brought into the clinic and shock impedance was in the 60 ohms range. The shock data does look noisy. No adverse patient effects were reported.